Event description:
It has been reported to philips that the monitor repeatedly went into a shutdown mode, both out of and while in the smart mount base. Batteries checked at 98%. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.